Manufacturer narrative:
The report is from the (B)(4) study. The patient had a medical history including severe pulmonary disease, CABG, smoking, coronary artery disease, myocardial infarction, and hypertension. The target lesion was the ostium of the left proximal internal carotid. Pre-procedure stenosis was 85%. Lesion length was 12mm and diameter was 7mm. The lesion was mildly calcified. The lesion was pre-dilated. A 8 x 30mm precise pro rx stent was deployed at the target lesion. An angioguard rx, size 5 was successfully deployed and retrieved during the procedure. During post-dilation the patient became somewhat disoriented and aphasic but remained hemodynamically stable. Repeat angiography demonstrated flow through the filter but suggested spasm at the filter site. Due to patient movement, this was difficult to be certain of. However, it was clear that he had good flow through the filter segment and no evidence of dissection, therefore the filter was retrieved. Repeat imaging clearly confirmed severe spasm at the site where the filter had been. Some 400 mcg. Of intra-arterial nitroglycerin was administered and the patient's symptoms quickly resolved and the patient returned to baseline within approximately three minutes. The patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242868 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Vessel spasm is a known potential adverse event associated with any interventional procedure, where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of two products involved with the reported event. The associated manufacturer report number is 1016427-2010-00157. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The alert date was previously reported as 12/2/2010. However, the correct date is 12/7/2010.

Event description:
The report is from (B)(6) study. The patient was a (B)(6) male with a history of severe pulmonary disease, CABG, smoking, coronary artery disease, myocardial infarction, and hypertension. The target lesion was the ostium of the left proximal internal carotid. Pre-procedure stenosis was 85%. Lesion length was 12mm and diameter was 7mm. The lesion was mildly calcified. The lesion was pre-dilated. A 8 x 30mm precise pro rx stent was deployed at the target lesion. An angioguard rx, size 5 was successfully deployed and retrieved during the procedure. During post-dilation the patient became somewhat disoriented and aphasic. He remained hemodynamically stable. Repeat angiography demonstrated flow through the filter but suggested spasm at the filter site. Due to patient movement, this was difficult to be certain of. However, it was clear that he had good flow through the filter segment and no evidence of dissection. We therefore retrieved the filter. Repeat imaging clearly confirmed severe spasm at the site where the filter had been. We gave 400 mcg. Of intra-arterial nitroglycerin. The patient's symptoms quickly resolved thereafter. He got back to his baseline within approximately three minutes. Post-procedure stenosis was 10%. The patient was discharged the following day.